Event description:
Boston scientific crm received information that during the implant procedure, as this right ventricular lead was positioned, two episodes of ventricular tachycardia were induced. Both episodes were terminated with an external shock. The lead was successfully implanted and acceptable measurements were obtained. This lead remains implanted and in service. No further adverse patient effects were reported. There was no allegation of a lead malfunction.

Manufacturer narrative:
Should additional information become available, this event will be updated.